Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensing of noise, and loss of capture. The patient went to the hospital, after 2 syncopal episodes with loss of consciousness. Interrogation of device found that this pacemaker was operating in safety mode, which permanently limits device function. The patient was monitored with telemetry, it was observed an asystole period of greater than 10 seconds. The device was explanted. The rv lead remains implanted. No adverse patient effects were reported. New information was received indicating that the oversensing in rv chamber was caused by the sensibility auto program to unipolar, due to myopotentials. Additional testing was completed, all integrity testing was normal and no out of range measurements. This rv lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This rv lead was not returned as it remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that the clinically observed brady pacing not delivered when required is a known inherent risk of with use of this product. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensing of noise, and loss of capture. The patient went to the hospital, after 2 syncopal episodes with loss of consciousness. Interrogation of device found that this pacemaker was operating in safety mode, which permanently limits device function. The patient was monitored with telemetry, it was observed an asystole period of greater than 10 seconds. The device was explanted. The rv lead remains implanted. No adverse patient effects were reported.